Event description:
A malfunction was reported with code malf 12, and no notable events occurred prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided instructions for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to reach out if any issues happened again.